Event description:
It was reported that noise was observed on the rv and atrial leads. No therapies were delivered. Lead insulation damage was observed during the explant procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the noise as reported in the field. An insulation abrasion was noted at 18cm from the connector end. The is-1 proximal metal cable was exposed. This would account for the reported noise. Another abrasion was noted at 13.4cm from the connector end. The locations of the abrasions are consistent with friction to the ICD can.